Event description:
The vigilance responsible of the hospital, dr. L. Reported that: ¿a pt underwent a revision surgery due to aseptic loosening of the implanted devices on (B)(6) 2012.¿

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add¿l info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report. This is the same patient/event as: MFR report number: 2249697-2012-01702.